Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It had been reported to us that during the procedure, the tip of the guide wire detached and became lodged inside the patient's vessel. The physician inserted the guide wire into the patient. The physician attempted to remove the guide wire and it became caught on the stent and separated when pulled back by the physician. The separated section became lodged in the patient's vessel. The decision was made to leave the detached section in the vessel. The patient is reported to be fine.